Event description:
It was reported to depuy acromed that two screws broke post-operatively. An explant surgery was required to remove the screws. According to the complainant, the screws had been implanted for several years. X-ray suggests that the breakage was due to lack of anterior column support. The complainant stated that the surgeon agrees that the breakage was due to lack of anterior column support. The product has not been returned for evaluation. The part and lot numbers were not reported. No further action can be taken at this time.